Event description:
The customer reported that on (B)(4) 2011 a falsely low ammonia (amm) result was generated on a unicel dxc 600 synchron system for one patient. The low amm result was not reported out of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument as well as another instrument, the repeat amm results were higher and regarded as valid. One of the repeat results was reported out of the laboratory. No sample collection/handling information, actual patient results, patient information or system information was provided by the customer.

Manufacturer narrative:
Beckman coulter. Inc. Customer technical service had the customer execute a precision run, which generated results well within the precision specifications of the assay. Details of any service performed were not provided as of the date of this report.a definitive root cause for this event has not been determined to date.